Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned after being explanted due to the associated lead. Performance data was collected from the device and analysis revealed that the device experienced a power on reset (por). Concomitant product: 6949, defib lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned after being explanted due to the associated lead. The device was returned and analyzed. No anomalies were found. Performance data was collected from the device and analysis revealed that the device experienced a power on reset (por).

Event description:
It was reported that there was a suspected pace/sense fracture on the right ventricular (rv) lead with high short interval counts (sic), high impedance, and noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event. The device was returned to the manufacturer after being explanted due to the associated lead. The device subsequently tested out of specification.

Event description:
It was reported that there was a suspected pace/sense fracture on the right ventricular (rv) lead with high short interval counts (sic), high impedance, and noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event. The device was returned to the manufacturer after being explanted due to the associated lead. The device subsequently tested out of specification.